Manufacturer narrative:
Initial 3 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion sets tubing leakage events at site on 18-mar-2026, 24-mar-2026, 27-mar-2026. The infusion sets were used for six to twelve hours for all events. Blood glucose level was 553 mg/dl at the time of the event and patient took correction injection via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully.